Manufacturer narrative:
This MDR was generated under (B)(4), as a result of warning letter cms# 617147. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device event history log recorded alarm displayed: pump settings and patient data lost and alarm acknowledged: pump settings and patient data lost. The technician performed functional checked, non disposable alarm nda-testing of pumps as per procedures. The reported problem was duplicated. During powerup found the device showed patient data lost constant alarmed and showed data lost in the event history log. The root cause of the reported issue was found to be board issue. The technician replaced micro processing unit (mpu) board.

Event description:
It was reported that the system failed during testing.. No patient injury was reported.